Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the stim turning on and off was not determined. The patient reports this issue was still occurring and attempted to turn of the adaptive stim to see if that would help. The patient is interested in a replacement as she's getting closer to the 9 year mark. The cause of the recharging issue was also not determined and the rep thought it was possibly due to weight gain or the area of the battery. The recharging issue has not been determined. It still goes in and out of good to no connection without movement. Patient said they¿ just continue to reset it until it registers ok¿.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that adaptivestim issues prior to replacement. Device was replaced on (B)(6) 2021. Patient recovered without sequela. It was reported that when the original complaint was documented, the only device option available was (B)(6). Rep assumed it was correct. However, at the time of explant, the device serial number turned out to be (B)(6). Patient never had two devices at the same time so that was the only device that came out of the patient and was returned. It is unknown how patient got to be registered under (B)(6). Rep is unaware of where the paperwork or mistake was made on the paperwork/registration. Rep had no further information.

Manufacturer narrative:
H3. Analysis of the implantable neurostimulator (ins) (B)(6) found that the ins was functionally okay with insignificant anomalies. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing; however the setscrew was backed out too far. Testing performed addresses the complaint and found the device to be functional. Ngt testing will not add additional value to the analysis. Long term monitor test (ltm repdwi1414) test for returned device and control device (off mode).returned devicea1 e4(-) e5(+) pw 450 rate 60hza2 e13(+) e14 (-) pw 230 rate 60hza3 e3(-) e4(+) pw 140 rate 60hza4 e0(+) e1(-) pw 140 rate 60hzcontrol devicea1 e4(-) e5(+) pw 450 rate 60hza2 e13(+) e14 (-) pw 230 rate 60hza3 e3(-) e4(+) pw 140 rate 60hza4 e0(+) e1(-) pw 140 rate 60hz. Battery power on both returned and control device were shut down due to incorrect charger were used for both charging sessions. Ltm test was restarted and new ir reports were captured for both returned and control device. Started long term monitor test (ltm repdwi1414) test for returned device and control device (on mode).returned devicea1 e4(-) e5(+) pw 450 rate 60hza2 e13(+) e14 (-) pw 230 rate 60hza3 e3(-) e4(+) pw 140 rate 60hza4 e0(+) e1(-) pw 140 rate 60hzcontrol devicea1 e4(-) e5(+) pw 450 rate 60hza2 e13(+) e14 (-) pw 230 rate 60hza3 e3(-) e4(+) pw 140 rate 60hza4 e0(+) e1(-) pw 140 rate 60hz. The ins was received with no telemetry and no output from any electrode pair. Telemetry was restored after a full physician mode recharge. After telemetry was restored and a full normal recharge, the ins passed functional testing. According to the trace report taken from the ins, the last recharge while implanted took place on 09-aug-2021 and the battery was charged to 4.015 volts. On 14-sep-2021 the battery had depleted to the "lock" mode 3.575 volts). Subsequently, the battery depleted to an over discharged state prior to being received for analysis and the device experience 1 over discharges. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins). It was reported that pt is noticing stim turning on and off. More difficulty recharging. She'll be right over the battery and have difficulty getting any bars. Impedances fine. Rep attempted to tweak adaptive stim settings to see if that was the ¿on/of f¿ issue. It is unknown if the event resolved. No environmental factors contributed to the event per patient. No symptoms were reported. Surgical intervention is planned.